Event description:
This report is being reported june 27, 2007. After using complete moisture plus contact lens solution, which was purchased at store. The date of purchase in 2007, after which I began to use this solution for the first time within a few days of the purchase. Thirteen days later, I called into work at hospital with eye redness and soreness with sensitivity to the sun. I was diagnosed as pink eye. By 3 am, the next day, the pain, swelling and redness was so severe, I experienced pain like no other I have ever known. The same day, I was taken as an emergency in a dr. Office an ophthalmologist here on staten island. He diagnosed a bacterial infection. I was treated with antibiotics. He has seen me weekly since. There is scar tissue on my cornea. I lost my eyesight for 4 days in my right eye with little visibility in my left eye. After my eyesight returned slightly my color vision disappeared for a period of 4 days on and off. My eyesight has diminished my cornea area scarred and I have been told that if this happens again, I am at risk for blindness. Please respond as soon as possible. Dose or amount: 20 drops. Frequency: twice daily. Route: intracornea. Dates of use: two weeks in 2007. Diagnosis: contact lens use. Event abated after use stopped: no. Event reappeared: no.